Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated, as the event unit passed all relevant testing and met current specifications. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: left colectomy, iliustomy, ilial pouch. Event description: dr. [] colorectal surgeon was using/evaluating for the 1st time eb210 bleeding occurred that lead to fast accumulation of blood which couldn't be controlled laparoscopically and ended up with laparotomy. The bleeder happened right after the voyant completed one sealing cycle while being applied over a tissue including / blood vessel referred to by the surgeon as a 5mm vessel, the vessel had to be clipped by clip applier after the laparotomy. The sealed area seemed under some tension, surgeon disagreed with me. The surgeon earlier in the case was double and triple sealing many times. Previous bleeder was noticed as well after an earlier full activation, and the surgeon was advised not to over seal the original seal a lot to avoid weakening the seal. The surgeon continued to use eb210 for the rest of the open procedure while mostly double sealing and checking every seal and he was advised to overlap. Additional information provided by applied medical lebanon 27oct20: the device was used for around 10 activations for the minor notices, but the major notice was around 25-30 activation. Minor notices few times, major notice over the vessel (main observation). No eschar buildup on the jaws. The jaws were cleaned several times as instructed. Not sure where along the seal site was the insufficient hemostasis observed, but between distal and middle. The jaws were not surrounded by fluid at the suspected activation. No generator alarms. No vascular pathology. Device was not activated on diseased/inflamed tissue, and the patient was not given anticoagulation medication. Type of intervention: converted to open procedure went well. Patient status: no patient injury.

Manufacturer narrative:
The event unit is expected to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: left colectomy, ileostomy, ilial pouch. Event description: dr. [] colorectal surgeon was using/evaluating for the 1st time eb210. Bleeding occurred that lead to fast accumulation of blood which couldn't be controlled laparoscopically and ended up with laparotomy. The bleeder happened right after the voyant completed one sealing cycle while being applied over a tissue including / blood vessel referred to by the surgeon as a 5mm vessel, the vessel had to be clipped by clip applier after the laparotomy. The sealed area seemed under some tension, surgeon disagreed with me. The surgeon earlier in the case was double and triple sealing many times. Previous bleeder was noticed as well after an earlier full activation, and the surgeon was advised not to over seal the original seal a lot to avoid weakening the seal. The surgeon continued to use eb210 for the rest of the open procedure while mostly double sealing and checking every seal and he was advised to overlap. Additional information provided by applied medical (B)(4) 27oct20: the device was used for around 10 activations for the minor notices, but the major notice was around 25-30 activation. Minor notices few times, major notice over the vessel (main observation). No eschar buildup on the jaws. The jaws were cleaned several times as instructed. Not sure where along the seal site was the insufficient hemostasis observed, but between distal and middle. The jaws were not surrounded by fluid at the suspected activation. No generator alarms. No vascular pathology. Device was not activated on diseased/inflamed tissue, and the patient was not given anticoagulation medication. Type of intervention: converted to open procedure went well. Patient status: no patient injury.